Event description:
Three pts were reported with having complications after utilizing radial artery introducers. Ulcer craters are developing and are not healing. On the surface, there appears to be a blister reported several weeks after the introducer is removed and it will not heal. Antibiotics are given, cultures have been run, detecting that there are not many white blood cells present.

Event description:
Three pts were reported with having complications after utilizing radial artery introducers. Ulcer craters are developing and are not healing. On the surface, there appears to be a blister reported several weeks after the introducer is removed and it will not heal. Antibiotics are given, cultures have been run, detecting that there are not many white blood cells present. Info regarding one of the procedures performed on 2003 was received indicating specifics of the event as well as pt info. Pt suffered with acute mi. Betadine was used as a prep agent prior to the procedure. The lenght of time the sheath was indwelling was estimated at 37.5 minutes. Post porcedure, the insertion site was covered with a dressing of tegaderm and gauze. Subsequently, the pt developed cellulitis. Antibiotics were administered to treat the condition at the site. Refer to medwatch reports, 1820334-2004-00135, 1820334-2004-00136, 1820334-2004-00137 and 1820334-2004-00138 for add'l info.